Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose of 54 mg/dl. Customer¿s current blood glucose was 149 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the soda. Troubleshooting was done for low blood glucose and over delivery. Customer was using auto mode during low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.